Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿, the device experienced needle separation from the syringe which remained in the patient. There are no reports of medical intervention notedly given to the patient. The following information was provided by the initial reporter. The customer stated: it was reported that needle came away from the syringe and remained in the patient. Needle came away from the syringe and remained in the patient.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd safetyglide¿, the device experienced needle separation from the syringe which remained in the patient. There are no reports of medical intervention notedly given to the patient. The following information was provided by the initial reporter. The customer stated: it was reported that needle came away from the syringe and remained in the patient. Needle came away from the syringe and remained in the patient.

Event description:
It was reported when using the bd safetyglide¿, the device experienced needle separation from the syringe which remained in the patient. There are no reports of medical intervention notedly given to the patient. The following information was provided by the initial reporter. The customer stated: it was reported that needle came away from the syringe and remained in the patient. Needle came away from the syringe and remained in the patient.

Manufacturer narrative:
Correction : after further evaluation of the complaint, it has been determined that the MDR 1213809-2022-00154 is a duplicate of 1213809-2022-00156 this supplemental is to cancel MDR 1213809-2022-00154.